Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was explanted in (B)(6) 2018 for normal battery depletion and returned for analysis.

Event description:
Boston scientific received information that the non-bsc right atrial (ra) pacing impedance measurement increased from 600 ohms to 1,138 ohms. The patient implanted with this device was brought into the clinic for review and the ra lead was programmed off. Another impedance measurement was obtained and ra pacing impedances were 600 ohms. Addtitionally, noise was observed with isometric exercises. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.